Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The serial number 3419 belongs to the part 50154333, which is the housing of the article 05.001.010. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre.

Event description:
The user facility reports during an orif of a finger, the electric pen drive would not work when the attachment was added. When the attachment was removed, the electric pen drive made a swivel noise. Surgeon used a spare electric pen drive to complete the procedure with no further problem, no harm to patient. No delay in surgery was reported.